Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was slammed in a car door and as a result the touch screen became cracked, shattered and unresponsive. Customer's blood glucose was not impacted. The customer reverted to manual injections for insulin therapy.